Event description:
The advocate stated the customer received a blood glucose reading of 490 mg/dl from her contour meter and a reading of 93 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.